Event description:
Reporter called to report that the inhaler is not dispensing the medication because it is defective. She said she picked up another one yesterday, and that is not working either. She said she has two defective inhalers in her possession now. Ref report # mw5119188.